Manufacturer narrative:
(B)(6). Visual inspection confirmed the reported complaint. The torsional spring on the device was found to be dislodged from the recessed grooves. A definitive root cause for the damage could not be determined with confidence. There are no indications that would suggest that the device did not meet product specifications upon release into distribution. Complaints will continue to be monitored.

Event description:
During an arcr operation, the spring of upper jaw was broken when the surgeon tried to pass the suture. There was no patient injury or other complications.